Event description:
Disconnection and leaking from the clave cap occurred during chemotherapy delivery. ======================manufacturer response for needleless connector, clave connector (per site reporter).======================several device failures of similar nature. Representatives have pulled all of that lot number and are replacing.what was the original intended procedure?infusion of chemotherapy.device #1is this a laboratory device or laboratory test?no.